Event description:
Patient was seen for a programming appointment in 2006. Testing revealed an additional high impedance electrode (the patient had 3 other channels with high impedance). In addition, the message no sc indication due to the magnitude of gp impedance or implausible sc condition(s) was present. The patient's mother reports a decline in performance over the past 8 months.